Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range impedance measurements were reported on the right ventricular (rv), reaching greater than 2,000 ohms. Additional information was received that due to the high impedance measurements, a lead revision was performed. The rv lead was cut distal to the yoke and was capped and surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported. The device remains implanted.